Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and lung disease. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation and lung disease. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed using a known good power supply and ac power cord, powered on the device and initiated therapy verifying airflow. The manufacturer observed a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd cover flip doors, rear panel, bottom enclosure, blower motor, and the blower box. A pen like substance on the ui panel. The philips pollen filter was missing from the device. A keratin-like substance was observed on the blower box outlet addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure. The manufacturer found three error codes. The manufacturer is unable to directly address the symptoms specified. The manufacturer is unable to verify the complaint. Box d: device avail. For eval? Date returned is updated. Box h was updated in this report.